Event description:
Weak adhesive and residue of fuzz on the wound.

Manufacturer narrative:
The customer reported that the equate waterproof adhesive tape did not stick at all and that the gauze pad left residue of fuzz on the wound. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.